Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user returned a laser fiber. As received the fiber was fractured. Per additional information received: the fiber was defective as the laser beam was shining through segments in an unusual way. Fiber seemed to be fractured before connected to the device. Fiber was discarded in a biohazard bag to be returned. Physician completed procedure with new laser fiber kit. Patient was unharmed. Physician and staff during procedure were unharmed. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. There was a noted fracture of the fiber that measured 12.7cm distal from the fiber assembly strain relief. At the break point, the glass core is slightly angled but not jagged indicating the fiber was under minimum stress when the break occurred. The buffer at the break point is slightly necked down and there is very little elongation which also indicates the fiber was under minimum stress when the break occurred. The entire length of the returned fiber assembly was stressed by bending it to approximately a 1/2" radius and an additional weak point was found 4cm proximal to the initial break in the fiber. The resultant break has a similar appearance to the initial break. Per the manufacturing engineer for this product family: "it is anticipated that the fiber material may have some flaws within the glass core which can impact the resultant fiber strength. To identify any flaws that will not withstand the minimum stress expectations, all fiber material is subjected to an in-process stress test when produced by the vendor to develop a level of assurance that the fiber material can withstand a minimum amount of stress regardless of any flaws. When packaged, the fiber assemblies are coiled to a specific diameter to ensure any stress due to the coiled configuration is not excessive and should not adversely affect the strength of the fiber assembly for its labelled shelf life." The customer's reported complaint description of the fiber fractured is confirmed. A definitive root cause for the fiber fracture could not be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).